Manufacturer narrative:
D10: concomitant product: sigphandle - sig power sigphandle handle, serial# (B)(6). Sigpshell - sig power sigpshell control shelll, lot# unknown sigadaptstnd - sig power sigadaptstnd linear adapter, serial# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, while approaching the duodenal region to resect, the o pening/closing was checked, and the screen showed all green without any problem. When the cartridge was opened and closed several times to approach the duodenum and determine the resection line, an alert sound seemed to occur. When the screen was checked, only the battery mark in the upper right was displayed, and it seemed that there was no zone indication or any system indication. After determining that the handle was not usable, the power handle was taken out from the abdominal cavity and the surgery was completed by using a stapler from another company. After the device was collected, the jaws were remained closed, and could not be removed from the adapter normally. The powered handle was forced to restart by pressing and hold down the green button, and it started up as usual. There was no patient injury.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had all full complement of staples, I-beam was slightly advanced and the jaw of the reload was closed and the lock ring was slightly out of position. Functionally, the I-beam was manually retracted without difficulty, the lock ring returned to their proper positions, the reload was loaded into a representative pmv handle and was cycled without hesitation or binding and was applied to test media. All staples were properly placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the jaws of the reload did not open at all, not involving tissue and the device was difficult to unload. The reported issues were confirmed. The most likely cause could not be established from the information available. These issues may occur if the lock ring was inadvertently moved out of position during handling of the reload. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.